Manufacturer narrative:
Follow-up received on 15-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Case marked for deletion on 15-jul-2016: this case is duplicate of the case 2015-016485 and will be deleted.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060151) in united states on (B)(6) 2016. The consumer had essure (fallopian tube occlusion insert), lot number 740656, inserted in (B)(6) 2010. In 2010 the consumer started to experience constant dull ache on lower left pelvis that would progressively get worse through the month, sharp stabbing pains which would come and go on lower pelvic area, migraine headaches, hair thinning, itching on abdomen and thighs, depression, extreme fatigue, dizziness/ lightheadedness daily basis, difficulty in staying focused / concentration, metallic taste in mouth and extreme bloating. In 2011 the consumer experienced panic, anxiety, frequent memory loss and brain fog. In 2012 the consumer experienced heart palpitations and heavy periods. In 2014 the consumer had ovarian cysts. She had seen many types of physicians: primary care physician, emergency room physician, cardiologist, neurologist, reproductive endocrinologist, sleep specialist and gynecologist. She was also diagnosed with ovarian torsion. Essure was removed along with part of her fallopian tubes on (B)(6) 2016. Hospitalization and required intervention were mentioned but not specified and/or assigned to one of the events. Company causality comment:: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Four years later, she was diagnosed with ovarian torsion. Additionally, she reported ache on lower left pelvis/ pains on lower pelvic area. Essure was removed along with part of her fallopian tubes (approximately 5.5 years after its insertion). Only pelvic pain is listed according to the essure reference safety information. In adults, an ovarian physiologic cyst (functional cyst, corpus luteum) or a neoplasm is the most likely factor to predispose to ovarian torsion. In this particular case consumer had ovarian cysts. Given this alternative explanation and considering essure local action into the fallopian tubes; a causal relationship with the suspect insert is considered unlikely. Regarding consumer's pelvic pain, it started in close association with essure insertion and no alternative explanation was provided. Based on event's nature and considering pelvic pain may occur during essure therapy; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis and follow-up information are being sought.